Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 and g3 (correction to g3 of the initial medwatch. The aware date should be 15/03/2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause for foreign material in the nozzle could not be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use. The foreign material residue point was confirmed to be free from deformation. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in " gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the tip nozzle. There were no reports of patient involvement.